Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-mar-2023 . Investigation summary. A complaint of tubing being unable to prime as well as the connector breaking was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The male luer had cracked. Potential lots were determined by using the smartsite ids on the sample. The device history review was completed for these lots. A device history record review for model 2420-0007 lot number 22115421 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115423 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 15nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115425 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 16nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115466 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 16nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115467 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 16nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115469 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 18nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115501 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 18nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115342 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 14nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22115374 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 14nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22105659 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 25oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22105660 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 25oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22105672 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 25oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22105706 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 25oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22105711 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 26oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22105712 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 25oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed, and it was determined this defect was a supplier issue. The supplier was notified of the issue, and the sample was sent for further investigation. Damages are focused on collar and below pictures show that damage does not involve male luer body. The shape and position of cracks confirms that the damage created was not from mechanical hitting. Cracks are similar to those created by chemical crazing. No deviations were detected in the batch review of all suspected component lots.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the connector was damaged. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: cracking connector.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the connector was damaged. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: cracking connector.